Event description:
It was reported by the customer powerloc huber needles are leaking. The customer stated this is an ongoing issue however they did not provide an exact quantity of devices leaking. Additional information received 11/15/2023: it was reported there was no negative impact to the patient. As soon as the nurse realized there was a leak at the junction between the needle and the tubing she got a new set prior to accessing the patient. When the safety is activated the set no longer leaks.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.